Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified shows minor signs of wear. Functional test for hex check was performed. The dimensions were found to be conforming. When seated handle lightly in vice grip, handle spins freely from shaft. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device handle was discovered defective during a knee arthroplasty. Another device was used to complete the surgery. Attempt for further information has been made, but no further information has been provided.